Event description:
The customer reported that she was hospitalized due to high blood glucose levels and tachycardia. The reported blood glucose reading was 228 mg/dl. The customer had high ketones, and was vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was not conducted, and the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.